Event description:
Paramedics responded to a person with chest pains. A lifepak 12 defibrillator/monitor series was connected to the patient with a 3 lead ECG patient cable when the patient went into cardiac arrest. The reporter stated the ECG electrodes were replaced with disposable defibrillation/ECG electrodes, but the patients ECG could not be read because of excessive artifact (MFR. Report #3015876-1999-00590). The device was used as a back-up and was connected to the electrodes but the ECG still could not be read, according to the reporter. A back-up defibrillator/monitor was called for and used, but the patient was not resuscitated.